Event description:
The procedure day was (B)(6), 2010, not (B)(6), 2010 as initially reported.

Manufacturer narrative:
(B)(4). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow up report will be submitted with all additional relevant information. Indication for use (use in left main). The 3.5 x 28 mm xience v is being reported under a separate medwatch report number.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Angina, death, hypotension, myocardial infarction, thrombosis, and shock are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Since it was reported that the xience v stent was implanted in a bifurcation lesion, it should be noted that the xience v IFU states: the xience v stent is contraindicated for patients with bifurcation coronary vessel disease. In this case, the reported IFU deviation does not appear to have directly caused or contributed to the reported patient effects that occurred.

Event description:
It was reported that on (B)(6) 2010 after wiring and pre-dilating the lesion site located between the left main (lm) and the left anterior descending (lad) arteries, the 3.5 x 28 mm xience v stent was implanted. Using an ultrasound catheter, the stent was noted as being inadequately deployed. Post-dilatation also caused a shift in plaque to the left circumflex artery (lcx), which required a 2.5 x 15 mm xience stent to be deployed at the lesion site between the lm and lcx bifurcation. The stent was slightly overlapped with the previously deployed 3.5 x 28 mm xience stent. Post-dilatation was performed prior to completion of the procedure. The patient was discharged 3 days later. On (B)(6) 2011 the patient returned due to pre-shock symptoms exhibiting unstable circulatory dynamics, hypotension and also chest pain. A balloon pump was inserted and medication was administered. Aspiration was also performed as stent thrombosis was observed at both the lad and lcx. Although the blood flow improved, hypotension remained and the patient eventually went into shock and passed away the next day. The physician commented that the cause of death was acute myocardial infarct associated with stent thrombosis. No additional information was provided.